Event description:
Allegedly revised due to neck fracture. Patient was at home, no fall or trauma involved, according to hospital.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01602, 01603, 01604, 01605. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2018: updated dob, implant and explant information.